Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. The device was received for evaluation. A titan touch pump, two cylinder, and two pieces of detached inlet tubing were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder #1 and cylinder #2. Testing revealed these to be a site of leakage. The separations appear to have a central groove, indicating contact with a needle. Surface abrasion is noted on the exhaust tube of cylinder #2, both exhaust tubes of the pump, and on the piece of detached connector inlet tubing. No functional abnormalities are noted with the pump or both pieces of detached inlet tubing. The expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss. Because the limited information provided does not indicate any factors that may have contributed to the reported event, quality cannot determine or comment on the sequence of events resulting in the observed separations. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no additional complaints for lot 4947308. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, leakage occurred somewhere in titan touch system.